Event description:
The "icup" point of care test device is marketed such that the result is supposed to not be subjective and/or require any interpretation of the results. However, with this particular device, the result appears as a "red line". However, this is not made clear enough in the... The drug screen results were misinterpreted given the fact that this device is 510(k) cleared, but still requires interpretation of the result which defeats the entire purpose. There are untrained, unqualified individuals interpreting complex toxicology results and interpreting these themselves. This resulted in 2 erroneously reported drug test results. This then led to 2 incarcerations which are now on my record, the results were leaked to my 2 professional licensing boards who used these results to investigate me, suspend each license for 18 months and then permanently revoke both of these - my livelihood is taken away. Further, each result was used to substantiate a criminal charge. In total I spent 45 days incarcerated, have 2 criminal charges, lost my 2 professional licenses and am living off (B)(6). I have not worked in 3 years and this is the fault of this device which is not marketed properly and should not be waived! There is a problem with this particular drug screen device in that it does not make clear the cross reactivity of a specific product-nasal decongestant nasal inhaler. The product monograph is written in 6 point font of smaller and is almost impossible to see visually. They do have listed l-ephedrine on the non-cross reactivity list. The first issue is that the drug has been renamed a number of years ago - at least 10 years - and is now named l-levmetamfetamine. This is the first point of confusion. Second, it is listed as non-cross reactive when in fact this is not the case, and it does cross react with this drug product when used at the recommended dosage. There is no information provided on this by the manufacturer which is severely lacking and deceptive to the public. Incarceration, revocation of professional licenses, substantiation of criminal charges, false reporting of a relapse.